Event description:
It was reported that the pt was experiencing withdrawal. The pump volume was less than expected at the last two refills (specific volumes were not reported) and empty at the last visit. The health care professional (hcp) was assisting the pt with the symptoms. The hcp indicated that the device needed to be replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.